Event description:
A patient reported blood glucose results of 13.6 and 6.4 mmol/l with a lifescan meter, performed within 10 minutes of each other. No harm or injury alleged. The patient stated that the test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were done correctly. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction. However, there is evidence of the meter contributing to a serious injury. A new meter and test strips are being sent to the patient.